Event description:
It was reported that a user hurt their back and and dropped the device out of the truck with a patient on it. No adverse consequences were reported for the patient. There was no defect found with the device. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
Injury information was updated.

Event description:
It was reported that the user strained their back and dropped the device out of the truck with a patient on it. It was further reported that the patient sustained a contusion to the forehead. The patient did a CT scan and no broken bones or bleeding was found. The user was given muscle relaxers, rest and missed 3 shifts of work. The device was evaluated by a stryker field service technician and no defect found with the device.